Event description:
It was reported that the customer stated that she had a no delivery alarm on the insulin pump. Customer was supposed to give herself an 8 unit bolus. Customer stated that she has never had a no delivery alarm before. Customer's blood glucose level was 345 mg/dl. Customer has not been able to treat due to no delivery. Customer stated that she wanted to eat her lunch and call us back for further troubleshooting. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).